Event description:
It was reported that the customer was hospitalized for high blood glucose. The customer was still in the hospital at the time of the report and still using the insulin pump. The blood glucose reading was 28 mmol/l at the time of the emergency room visit. The customer had high ketones and nausea. The insulin pump had alarmed twice for a motor error. The insulin pump had not been exposed to a strong magnetic field and the rewind was able to be completed. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.